Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead dislodged. The patient experienced twiddlers syndrome. The lead was explanted. No additional information was available.